Event description:
It was reported that patient underwent trochanteric fracture surgery on (B)(6) 2012. During the procedure the tip of drill fractured off in the femur and was retrieved from the patient. A lag screw was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-02333).